Manufacturer narrative:
The investigation has been completed. The reported cartridge issue was confirmed. However, due to the cartridge issue, the other reported issues could not be confirmed.

Manufacturer narrative:
The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer did not calculate correctly for the carbohydrates consumed and the blood glucose (bg) level was 481 mg/dl with small traces of ketones. The level was considered to be dangerous by a health care provider. A bolus via the pump was delivered to address the bg. The customer changed the pump supplies and an hour later, an occlusion alarm was received. A pump system check was performed and the occlusion was found to be within the cartridge. The customer changed the cartridge and found the top portion of the cartridge was loose. The bg level had elevated to over 600 mg/dl and an insulin injection was administered to address the high bg. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump.